Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The fresenius mexico technician found and replaced two melted 6.3amp fuses on the machine to resolve the issue and returned the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with an initially unspecified melted component. Upon follow up, it was confirmed that a fresenius mexico technician found and replaced two melted 6.3 amp fuses on the machine to resolve the issue and return the machine to service. It was confirmed the issue occurred before any treatment, and there was no patient involvement. It was confirmed that there were no sample parts available for return. Due diligence attempts were exhausted, but no additional information was provided. If additional information is received, a supplemental report will be submitted.